Manufacturer narrative:
Event date is estimated. During processing of this incident, attempts were made to obtain complete device information. The unique device identifier (UDI) is not available. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patients right l1 lead had migrated and confirmed via x-rays. As a result surgical intervention took place where the lead was replaced and this addressed the issue.